Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not accepting burrs was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the modified set screw assessment (failed loctite assessment), failed the safety assessment, had a hole in the hose near the muffler (failed visual assessment), the rotations per minute (rpm) was below operational specification (failed rotational speed), and failed oil leak assessment. During repair it was observed: that the locking components were damaged causing the device to run in the safety position (device was power broken), and the vains were worn out causing the device to run below the operational rpm specifications. It was determined that the condition of the loose modified set screw and the worn out vains was due to normal wear overtime, it was further determined that the condition of the hole in the hose was due to an assembly tooling issue. The condition of the damaged locking components was due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause of these condition was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was not accepting burr devices. During in-house engineering evaluation it was determined that the device failed safety assessment and had a hole in the hose near the muffler (failed visual assessment) and the rotations per minute (rpm) was below operational specification (failed rotational speed) and failed oil leak assessment. It was further observed that the locking components were damaged causing the device to run in the safety position (device was power broken). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.